Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had no escape button response due to corroded keypad traces. The insulin pump was tested with a test keypad and no frozen display was noted. The insulin pump was also received with some cosmetic damage.

Event description:
It was reported the customer received a keypad anomaly. The customer stated their insulin pump was freezing and would not allow them to bolus. Customer's blood glucose was 356 mg/dl. The customer could not recall any significant events leading to the keypad issues. Customer also stated there was a long delay before the screen changes. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.